Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the o-ring dislodged from the cartridge prior to use. Customer's blood glucose level was 136 mg/dl. Reportedly, the customer loaded a new cartridge to address the issue.